Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6)2009, this patient underwent an endovascular procedure using two gore® tag® thoracic endoprostheses to repair a dissected thoracic aortic aneurysm. It was reported that this procedure was a reintervention of a previous endovascular repair performed on (B)(6) 2007 involving non gore devices. The patient tolerated the procedure. On (B)(6) 2009, follow-up imaging showed no issues. The diameter of the aneurysm was 50 mm. On (B)(6) 2009, six month follow-up imaging showed no issues. The diameter of the aneurysm was 50 mm. On (B)(6) 2010, one year follow-up imaging showed no issues. The diameter of the aneurysm was 50 mm. On (B)(6) 2010, follow-up imaging revealed a segment of the devices were compressed. The cause of the reported compression was not reported to gore. On (B)(6) 2010, a gore® tag® thoracic endoprosthesis was additionally implanted to repair the compression. The patient tolerated the procedure. On (B)(6) 2010, two year follow-up imaging verified that the compression was resolved. A diameter of the aneurysm was 50 mm. On (B)(6) 2011, three year follow-up imaging showed no issues. A diameter of the aneurysm was 44 mm. On (B)(6) 2013, four year follow-up imaging showed no issues. A diameter of the aneurysm was 44 mm. According to the cro in (B)(6), no further information was available.